Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found during investigation.

Event description:
The patient's dad/reporter contacted animas on behalf of the lay-user/patient alleging that the patient's blood glucose reading went up to 600 mg/dl while they allegedly had mechanical issues with the pump. The patient had symptoms of nausea and vomiting and tested positive for ketones. She was admitted to the hospital and received treatment in picu. The hcp felt the pump may have malfunction and wanted it replaced. The infusion site was lasted changed on (B)(6) 2011 at 7 pm. Admittedly, the reporter did not treat the patient with insulin at the time of concern because the patient was sick and not eating. The animas representative advised the reporter to discuss a sick day guideline. It was also noted the patient was going through a growth spurt. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient received medical intervention for hyperglycemia while she managed with the animas insulin pump.